Event description:
It was reported that; patient had tlif surgery performed on (B)(6). Revision case was then performed on (B)(6) due to rods slipping slightly out of caphalad screws.

Manufacturer narrative:
Method: risk assessment; results: device was not returned and lot # was not provided therefore manufacturing record review and visual inspection could not be performed. Conclusion: the definitive root cause cannot be determined from the given information.

Event description:
It was reported that; patient had tlif surgery performed on (B)(6). Revision case was then performed on (B)(6) due to rods slipping slightly out of caphalad screws.